Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) longevity estimation had dropped the estimated battery life more significantly than expected over the past few months. The device remains in use. No patient complications have been reported as a result of this event.